Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
A customer received a blood glucose reading on the contour next link meter that was 100 mg/dl different than the reading obtained on the physician's meter. The specific readings were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. Replacement meter and test strips were sent to the customer.